Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 02-may-2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within one day of use. Event occurred on 05/02/2024, 05/14/2024 and 05/19/2024. High blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.